Manufacturer narrative:
Pump failed to boot up properly once installing aa battery, flashing white display was noted. Unable to perform the sleep current test, active current test, and self test due to flashing white display. Test p-cap locked properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. Found dried insulin on the motor slide. The following were also noted during visual inspection: scratched case, corroded battery tube, and pillowing keypad overlay. Exposed to moisture was/not confirmed found on the electronic assembly, motor, and force sensor. Blank display was not confirmed during testing. Flashing white display was confirmed during testing due to moisture damage on the electronic assembly. Also found dried insulin on the motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture and blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue to use the device and mmt-1884 was requested and customer response was the device will be returned.